Manufacturer narrative:
No off no power anomaly was noted. All operating currents were within specification. The pump passed the displacement test. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received an off no power without any alarms or warning. Customer was advised that insulin pump would be replaced.